Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a moderately tortuous, non calcified lesion exhibiting 99% stenosis located in the circumflex (cx) artery. Both devices were inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. Both devices did not pass through a previously deployed stent. Resistance was encountered when advancing both devices. Excessive force was not used during delivery of either device. It is reported that both stents could not cross the lesion because of being ("multi-angle") and stent deformation occurred during positioning/advancement. The procedure was completed using a non-medtronic device. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.